Event description:
It was reported that during an artificial urinary sphincter implant surgery, an abnormal amount of bleeding occurred while the physician was creating additional space for the balloon placement. The bleeding was stopped with assistance from additional physician. The physician suspended the surgery due to the patient physical condition and was unable to place the balloon on the contralateral side of the patient. Further information from the physician indicated that the surgery was completed without any further patient issues. No further patient complications were reported.

Event description:
It was reported that during an artificial urinary sphincter implant surgery, an abnormal amount of bleeding occurred while the physician was creating additional space for the balloon placement. The bleeding was stopped with assistance from additional physician. The physician suspended the surgery due to the patient physical condition and was unable to place the balloon on the contralateral side of the patient. Further information from the physician indicated that the surgery was completed without any further patient issues. No further patient complications were reported.

Manufacturer narrative:
Upon receipt of the pump, balloon, and cuff components of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The pump, balloon and cuff components were visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in any of the components. Inspection of the remainder of the device revealed no damage or irregularities. All components passed components passed functional testing and performed within product specifications. Product analysis did not identify a malfunction in any of the components that would affect the functionality of the component. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during an artificial urinary sphincter implant surgery, an abnormal amount of bleeding occurred while the physician was creating additional space for the balloon placement. The bleeding was stopped with assistance from an additional physician. The physician suspended the surgery due to the patient physical condition and the inability to place the balloon on the contralateral side of the patient. Further information indicated that the surgery was completed. No further patient complications were reported.